Event description:
An entire bag of vancomycin (1g/250ml) infused in 20 minutes or less. Pt developed "red man syndrome" from rapid infusion. Benadryl was administered to pt. Pump settings were reviewed and IV secondary tubing set up was checked. Pump settings were correct. Secondary IV tubing was set up correctly.